Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: pt is dependent and has been symptomatic for lss an automatic safety switch from bipolar to unipolar occurred on (B)(6) 2025 due to an rv pace impedance measurement of 2005 ohms. Rv pacing threshold has also risen from as low as 2.2 to now 3.0v. On (B)(6) 2025 18:43 nonsustv episode that shows >9.5second pause from oversensing post lss. Lead currently remains implanted. Should additional information be received, this file will be updated.